Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the guidewire in the inlay solo ureteral stent set was different, it was supposed to be solo plus, but it contained solo hydro.

Manufacturer narrative:
The reported event was confirmed as supplier related. The reported failure was able to be reproduced. The product had caused the reported failure. Based on evaluation, observed that the guidewire inside the pouch was solo hydro guidewire. The middle part of the guidewire was in grey colour instead of green (hydro plus) as stated in the pouch label. Sample has been sent to supplier for further investigation . The potential root cause for this failure mode could be defect generated from vendor/supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may beinjured.] 2.applicable patients (1)patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubberlatex (2)patients with known allergy to silver-containing catheter [shape, configuration and principles] bardex®silver lubricath®foleycatheter is a balloon catheter. Some may include a syringe prefilled with sterile water and a water-soluble lubricant as an accessory. <material> balloon catheter: natural rubber latex, polyurethane, silver this product is made with bacti-guard®silver alloy coating. <sizes of catheters> available in sizes 12 to26every 2fr 1. Ballooncatheter 2. Accessories syringe prefilled with sterile water water-soluble lubricant (neither of them maybe included in some product variations.) [Intended use & effect-efficacy] this device is an indwelling catheter in thebladder for urinary drainage. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. (1)cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2)lubricate the distal end of the catheter with water-soluble lubricant. (3)insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volumeof sterile water into the inflation lumen to inflate the balloon. (4)pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5)to deflate balloon and remove catheter, inserta luertip(needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use (1)when resistance is encountered in inserting catheter, stop the procedure andremove the catheter. (2)when deflating balloon, do not aspirate with a syringeby hands.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the cathetercannot be removed.] (3)when inserting catheter with astylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. (4)no substance except sterile water should be used to inflate the balloon.[if contrast medium is used,balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.] (5)do not wipe catheter surface with organic solvents such as alcohol. (6)do not aspirate urine through drainage funnel wall. (7)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (8)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1.precautions for use (exercise caution when using the device in the following patients) (1)exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1)when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2)when any part oftheballoon and/or the catheteris missing, consider removing them using a cystoscope. (3)when it is difficult to remove catheter by deflating the balloon, take appropriate measures accordingto the section ¿troubleshooting¿. <troubleshooting> when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon mayremain in the bladder. Therefore, try non-rupture method first. A. Non-rupture method 1)attach luer tip syringe to the inflationvalve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2)if situationwouldn't be improved with 1), sever the inflation funnel of valve. 3)if situation wouldn¿t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. 4)if situation wouldn't be improved with3), insert a needle into the inflation lumen and pump the plunger. 5)if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. B. Balloon-rupture method 1)inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. 2)if situation wouldn't be improved with 1), attempt following procedures. A)under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. B)in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectumunder ultrasonographic guidance. C)in female patients, burst the balloon by insertion of a needle along the urethra. 3.malfunction and adverse events (1) malfunction -catheter kinking, damage, rupture -difficulty or failure to remove the device -occlusion of catheter inner lumens -encrustation -accidental removal of the device due to leakage of sterile water or balloon rupture -device damage due to inappropriate use (2) adverse events -urinary-tract infection -hemorrhage, hematuria -allergy reaction to the device -calculus formation -edema -pain -discomfort -injury of bladder or urethral -urethritis, urinary incontinence -retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the guidewire in the inlay solo ureteral stent set was different, it was supposed to be solo plus, but it contained solo hydro.

Event description:
It was reported that the guidewire in the inlay solo ureteral stent set was different, it was supposed to be solo plus, but it contained solo hydro.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. Based on evaluation, observed that the guidewire inside the pouch was solo hydro guidewire. The middle part of the guidewire was in grey colour instead of green (hydro plus) as stated in the pouch label. Sample has been sent to supplier for further investigation. A potential root cause for this failure mode could be defect generated from vendor/supplier site. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warnings: 1. Method for use (1) when using the multi-length type, use should be avoided in the following cases. 1) measure the length of patient¿s ureter and confirm that excessive coil parts will not be formed. Consider use of other stent lengths depending on risk. Ureteral stents with excessive coil parts have risks of knot formation at the tip of the renal pelvis side during placement or removal. 2) if any resistance is felt during removal, confirm the cause of the resistance under fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) uretero-arterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. Contraindications: 1. Method for use (1) do not reuse. (2) do not re-sterilized. 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. To avoid radiation exposure on pre-born baby from x-ray. Shape, configuration and principles: bard inlay® stent tri-pak® comprises the following components. 1. Inlay® ureteral stent the inlay ureteral stent is a double pigtail ureteral stent with monofilament suture loop attached to aid in stent removal. The stent is available in two forms: a single size or a customized multi-length size. Some of the single size type have no side hole. <material> polyurethane. 2. Pusher with radiopaque tip <material> polyethylene 3. Tiger tail ureteral catheter <material> polyurethane bard solo guidewire <material> polyurethane, stainless steel, polytetrafluoroethylene, epoxy, silane coupling agent, poly-vinylpyrrolidone, ni-ti-co alloy. [Intended use & effect- efficacy] bard inlay® tri-pak® tray with bard solo guidewire is a set of medical devices. It consists of a disposable stent to be inserted into the ureter and used for the drainage of urine in order to secure a urinary passage from the pyelo-transitional area to the bladder, disposable ureteral catheter can temporarily indwell in the renal pelvis or the ureter in order to perform pyelography and for dilation of ureteral stricture, and guidewire can be used for insertion of the stent. Directions for use: 1. Method of use determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. (1) insertion of the guidewire 1) inject physiological saline solution into the luer of the protective hoop in order to completely wet the surface of the guidewire. 2) remove the guidewire from the protective hoop. 3) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 4) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. (2) nephro-ureterography 1) place the ureteral catheter over the guidewire and insert it into the ureter. In this case, it is also possible insert the ureteral catheter without using a guidewire, at the discretion of a physician. 2) carefully and slowly withdraw the guidewire from the patient to avoid any kinking. 3) attach the ureteral catheter adapter to the tip of the ureteral catheter for performing drainage of urine, retrograde visualizations, and so on. 4) introduce the guidewire again for stent placement and remove the ureteral catheter from the cystoscope. (3) stent placement 1) in order to improve sliding, immerse the stent in a normal saline solution. 2) confirm the guidewire position where it coils inside the renal pelvis. 3) move the pigtail straightener over the proximal end (kidney coil end without the suture) of the ureteral stent allowing easier insertion onto the guidewire. 4) remove pigtail straightener once the stent is secure on the guidewire. 5) keep watching the distal end (bladder coil end with the suture) of the stent or radiopaque, proximal end of the pusher while advancing to proper position of the stent. Hold the guidewire to keep it from moving. 6) stop advancing when the stent¿s distal end (bladder coil end with the suture) is watched. If the proximal end is inserted too much, pull the suture to modify the stent properly. 7) confirm proximal end of the pusher and stent¿s distal end marker (bladder end), reaches the uretero-vesical junction (uvj) by the radiopaque. 8) holding the stent in position with the pusher, cut the suture and pull it out. 9) carefully and slowly withdraw the guidewire from the patient to avoid any kinking and remove the pusher. The stent will form a pigtail automatically. 10) the position for placing the stent should be checked by radioscopy. <multi-length ureteral stent> the first (wide) marker band on this device indicates 22 cm, followed by two narrow bands at 24 cm and 26 cm. The last (wide) one indicates 28 cm. If you need to place the 30 cm or 32 cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent, unwinding the coil from the kidney. 2. Precautions for use <ureteral catheter> (1) when using the tiger tail ureteral catheter, especially without the stabilizing. Support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, retrieve with an endourology grasping device. (2) do not withdraw the ureteral catheter while it is deflected in endoscope. (3) avoid sharp bending. (4) when performing drainage of urine, retrograde visualizations etc. Though the ureteral catheter, attach the ureteral catheter adapter to the tip of ureteral catheter. (5) do not over-tighten the catheter adapter. Over-tightening of the catheter adapter may occlude the lumen of the catheter. <stent> (1) do not forcibly insert or remove the stent. It may injure the surrounding tissue or damage this product. (2) avoid improper handling which may affect the integrity of this device, including bending, kinking, or tearing. (3) exercise caution to avoid damaging the stent with sharp instruments. This may cause this device to tear, break, or fragment. (4) determine the proper stent length for the patient. Selection of too short a stent may result in migration. (5) the suture attached to the stent may be cut off prior to or after placement. Remove the suture before placing the stent in children. Remove the suture if indwelling time is expected to be longer than 14 days. (6) in the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or remove from the patient body. (7) any signs of infection in the location of the stent placement require removal of the stent. After checking the condition of the patient, a new stent should be placed. (8) care should be exercised when removing the stent to eliminate tearing or fragmentation. <guidewire> (1) when wetting the surface of the guidewire, use of alcohol, antiseptic solution or other solvents must be avoided. Alcohol, antiseptic solution or other solvents may adversely affect the surface of the guidewire. (2) save the hoop to store the guidewire if it will be used again during the same procedure on the same patient. When reinserting the guidewire back into the holder, take care not to damage the wire¿s coating with the edge of the holder. (3) do not wipe the guidewire with dry gauze etc. (4) keep at least 5 cm of the wire extended out of the proximal end of the scope or catheter during introduction at all times. (5) before inserting the guidewire through a catheter, fill the catheter with physiological saline solution. (6) the guidewire should be advanced through the scope using short, deliberate 2-3 cm movements to prevent inadvertent damage to the device or patient. (7) if any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. Due to variations of certain catheter tip inner diameters, abrasion of the hydrophilic coating may occur during manipulation. (8) after removal from the patient¿s urinary system, and prior to reinserting it into the same patient during the same catheterization, hydrophilic tipped guidewires should be rinsed in a bowl full of physiological saline solution. Use of alcohol, antiseptic solutions or other solvents must be avoided. Use of alcohol, antiseptic solutions or other solvents may adversely affect the surface of the guidewire. Precautions: 1. Important precautions <stent> (1) the stent is not intended as a permanent indwelling device. It is recommended that the indwelling time not exceed 365 days. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. All stents may be subject to varying degrees of encrustation when placed in the urinary tract. Encrustation may result in occlusion of the stent or pain or discomfort for the patient. <guidewire> (1) do not withdraw the guidewire through a metal cannula or needle. Extreme caution should be observed when used with one-wall puncture style needle. Withdrawal through a metal device may result in disposition of these materials in the urinary system and destruction and/or separation of the outer polymer jacket requiring retrieval. (2) use extreme caution when using a laser or electrocautery, making sure to avoid contact with the guidewire. Direct contact may cause damage to the wire and/or sever the wire. (3) do not use a torque device with the guidewire. Use of a torque device may result in damage to the wire. (4) do not reshape the guidewire in any way. Attempting to reshape the wire may cause damage, resulting in the release of wire fragments to the urinary system. (5) when exchanging or withdrawing a catheter over the guidewire, secure and maintain the guidewire in place under fluoroscopy to avoid unexpected guidewire advancement. Damage to the urinary channel by the wire¿s tip may occur. (6) manipulate the guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire¿s tip under fluoroscopy. If any resistance is felt or if the tip¿s behavior and/or location seems improper, stop manipulating the guidewire and/or the catheter and determine the cause by fluoroscopy. If necessary, remove the guidewire and ancillary device or scope as a complete unit to avoid complications. Excessive manipulation of the guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. Failure to exercise proper caution may result in bending, kinking, and separation of the guidewire¿s tip, damage to the catheter, or damage to the urinary system. 2. Malfunction and adverse events (1) malfunction ¿fragmentation, damage ¿guidewire kinking ¿difficulty in insertion ¿difficulty in removal ¿occlusion ¿migration ¿encrustation ¿difficulty in removal of the stent due to knotting of the coil (2) adverse events ¿edema ¿loss of renal function ¿extravasation ¿pain/discomfort ¿fistula formation ¿perforation of kidney, renal pelvis, urinary tract and/or bladder ¿hemorrhage ¿peritonitis ¿hydro-nephrosis ¿¿infection ¿stone formation ¿urethral erosion ¿urethral reflux ¿separated piece remaining in body ¿tissue trauma ¿ureter avulsion ¿urinary symptoms storage method and expiration date: 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.